Event description:
This report is to advise of an event observed during analysis.

Event description:
It was reported that during implant, the pulse generator setscrew was unable to tighten. The device was not implanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, (B)(4) - no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found medical adhesive inside the atrial hex inset.